Event description:
Customer reports obtaining discrepant blood glucose result of 424 mg/dl back to back with a blood glucose result of 187 mg/dl when tests were performed within 10 minutes on the advantage system. Customer stated using 2 different test strip vials with the same lot numbers for each reading. It was stated a third blood glucose test of 283 mg/dl was obtained within 10 minutes on the same system using the test strip vial the result of 424 mg/dl was generated. Customer stated no hypoglycemic or hyperglycemic symptoms were experienced. No action or treatment was reported by customer. A request was made for the return of the suspect device and replacement product was sent.